Event description:
It was reported the screen does not work. When the programmer was received for repair, the packaging was damaged and the handles broken. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis found that the programmer would not power up. The handle and left keyboard hinge were broken. The displays drops and the software control gain did not pass functional testing and was out of specification.